Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a lap cholecystectomy, the jaws could not be opened at the 1st firing. The device was released manually. No damage on the target tissue was confirmed. Another device was used to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance in grasping the trigger at the incident. There was no unexpected noise at the incident. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. After the incident, the device was fired outside the patient.